Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). This report is associated with MFR report number: 3005168196-2021-00818 h3 other text : placeholder.

Manufacturer narrative:
Please note that this complaint was submitted to the FDA by the user facility with the following reference number: (B)(4). Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the pusher assembly kinks near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance. Then the device was advanced through the introducer sheath and a demonstration microcatheter with resistance due to the pusher assembly kinks. Evaluation of the returned ruby coil lp revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If this occurs, resistance will likely be experienced while advancing the device and the device may not be advanced out of the introducer sheath. Forceful advancement against this resistance likely contributed to the pusher assembly kinks near the mid-joint. During functional testing, the pusher assembly mid-joint was advanced through the introducer sheath friction lock with resistance; however, the device was unable to advance through the introducer sheath due to the kinks in the pusher assembly. Further evaluation of the device revealed additional kinks in the pusher assembly. This damage was likely incidental to the complaint. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00818.

Event description:
The patient was undergoing a coil embolization procedure using ruby coil lps and a non-penumbra microcatheter. During the procedure, the physician successfully placed a ruby coil lp into the target location using the microcatheter. While attempting to advance the next ruby coil lp through the microcatheter, the ruby coil lp would not advance past the hub of the microcatheter. Therefore, the ruby coil lp was removed. Afterwards, while attempting to advance another ruby coil lp through the microcatheter, the same issue occurred. The ruby coil lp would not advance past the hub of the microcatheter. Therefore, the ruby coil lp was removed. The procedure was completed using other coils and the same microcatheter. There was no report of an adverse effect to the patient.